Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a low battery warning. It was also reported that the device displayed a biomed alarm while pump was in service. The medication that was being infused was midazolam, there were no adverse events reported.